Manufacturer narrative:
An event regarding a disassembly issue involving a gmrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that, for a patient who was operated several times by the same surgeon, the last surgery was the second failed attempt to exchange the growing piece of his gmrs implant (hmrs/gmrs spigot separator). A longer growing piece is needed, growing piece the patient currently has failed/lost it¿s ability to keep it¿s full length. It is suspected that separation of the stem/growing piece spigot failed because of cold fusion. The patient ((B)(6) year old boy) has 6cm difference in leg length, the original growing component is set to it¿s maximum length but as it¿s collapsed once the patient¿s parents lost their trust in the device. It is not clear why/how the device lost it¿s internal blockage, but the surgeon found it collapsed ( in the shortest position instead of the last set elongation ) in the operation when they wanted to do the last adjustment ( the last 5mm ) before changing to the longer piece. After they went through the elongation steps again - 2-3 small surgeries - they reached full length again, the device showed no signs of failure/instability.